Event description:
Per the surgeon, the pt developed a swollen brainstem during surgery to place an auditory brainstem implant. Despite this, the surgeon successfully placed the cochlear array during the surgery. The pt underwent a revision surgery (date not reported) to insert a shunt. The pt remained in intensive care for 3 weeks after the revision surgery. The pt reportedly made a full recovery and has no more complications. This surgery took place outside of the USA and was inadvertently not reported at the time of the surgery.

Manufacturer narrative:
This is a final report. Labeling - this type of event is addressed in the device labeling.